Event description:
The report received from the customer stated: "tried to use for patient, but cuff would not be inflated." "No patient harm." "The tube was checked prior to use." "The patient was reintubated." No other information was reported.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.